Event description:
The customer reported that the system would display a charge failure and collimator is stuck and the collimator iris is too large error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage cable and the batteries. The system was tested and found to be working as intended and put back in service.